Event description:
It was reported the pump use by date was (B)(6) 2010 and was implanted on (B)(6) 2011. There were no patient symptoms reported. The medication in the pump was unknown.

Event description:
Additional information received reported that the patient was doing well.

Manufacturer narrative:
(B)(4).